Event description:
It was reported that a merlin.net transmission revealed multiple episodes of automatic mode switching some due to noise on the atrial channel. All atrial parameters were within normal range. No actions were taken. No patient symptoms were reported, patient condition was fine.

Manufacturer narrative:
(B)(4).